Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "at the time of passing definitive test of the femur was assembled on the femoral impactor sumitt, this piece does not have the two tips that help secure the implant, there was no discomfort on the part of the specialist, no delay of the surgery the tips of the femoral impactor sumitt are rusted, at the time of assembling the implant was not secured correctly, there was no additional time in the procedure or damage to the patient." The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo investigation revealed that the tip of body of retaining stem inserter was broken and shows the signs of usage and based on the observed damage device will not be able to hold/retain other device however rusting of tip condition cannot be confirm with available photo. Review of provided photo shows that tip of device is broken and based on the observed damage device will not be able to hold/retain other device however the reported rusting of tip remains unconfirmed and cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history (lot) : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that the stem impactor was marked with red tape on its tip. This impactor was placed in the corresponding instrument box and delivered to the institution. They delivered the shipment to the warehouse staff for subsequent processing. The stem impactor does not have lateral tips that fit perfectly to the final stem and when passing the final implant it was not completely secure since its tips give it stability and it is safer when passing the implant.

Event description:
At the time of passing definitive test of the femur was assembled on the femoral impactor sumitt, this piece does not have the two tips that help secure the implant, there was no discomfort on the part of the specialist, no delay of the surgery, however, it was necessary to manipulate the prosthesis much more carefully and secure it well. The tips of the femoral impactor sumitt are rusted, at the time of assembling the implant was not secured correctly, there was no additional time in the procedure or damage to the patient.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.